Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient flatlined and passed away,  few minutes post implantation of the implantable pulse generator (ipg) system and the physician suspected pacing failure.